Event description:
Healthcare professional reported left side implant exchange with no complaint against a non-allergan breast implant. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).